Event description:
A malfunction was reported with a code that could be reset. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information on how to reset the pump, and after resetting, the malfunction did not recur. The customer was advised to continue using the pump and to call back if any issues arise.